Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was also observed that the device was unable to deliver a shock. The main keypad assembly was replaced and other repairs unrelated to the reported issue were completed. The device passed functional and performance testing and was returned to the customer. The cause of the reported issue was excessive (out of tolerance) resistance of the shock switch located on the main keypad assembly. When this occurs a service event code is logged by the device memory following a failure of the device to deliver defibrillation energy.

Event description:
The customer contacted physio-control to report an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.